Event description:
Bleeding gums [gingival bleeding] bloodshot eye [ocular hyperaemia] cut gums [gingival injury] head comes off - oral-b [device breakage]. Case narrative: a parent via phone reported that the oral-b toothbrush head came off of their 17 year old sons (male) oral-b toothbrush, model 3765. It popped up cutting his gums and causing his gums to bleed. It hit his eye a couple of times, causing a bloodshot eye. No serious injury was reported. 05-jun-2023 follow up via phone: the parent reported that the "gum was still cut." The suspect product lot was bc010130038. No serious injury was reported. 19-jun-2023 case update: the suspect product lot was bc009050209. No serious injury was reported.

Manufacturer narrative:
07-sep-2023 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Bleeding gums [gingival bleeding], bloodshot eye [ocular hyperaemia], cut gums [gingival injury], head comes off - oral-b [device breakage]. Case narrative: a parent via phone reported that the oral-b toothbrush head came off of their 17 year old sons (male) oral-b toothbrush, model 3765. It popped up cutting his gums and causing his gums to bleed. It hit his eye a couple of times, causing a bloodshot eye. No serious injury was reported. 05-jun-2023 follow up via phone: the parent reported that the "gum was still cut." The suspect product lot was bc010130038. No serious injury was reported. 19-jun-2023 case update: the suspect product lot was bc009050209. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.